Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been rec'd, however, the product evaluation not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that the device tore. No adverse pt consequences were reported.